Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found. Expired test strips were returned for evaluation - unable to test. Note: manufacturer contacted customer in a follow-up call on 16-jun-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Added mlc-012: product expired.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 47, 54 and 43mg/dl. The customer¿s expected am fasting blood glucose test result is 150 mg/dl and 2 hours post meal expected result is 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 01/31/2021 (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).